Event description:
It has been reported to philips that the unit controlling the bed in the long direction was faulty. Due to a fault in this unit, normal bed position information could not be obtained, and an abnormality was displayed in the displayed images.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the abnormality occurred in the longitudinal motion control part of the table. The log file review shows malfunction of the unit controlling the longitudinal direction.fse replaced amc ecat drive control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.